Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Measurements through these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and visual showed a slight tissue noted in the helix. The lead tip and helix is intact and undamaged.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. The physician performed surgical intervention to explant and replace the lead with a new one. Additional information obtained from the field representative indicates that the heart wall perforation was confirmed through echocardiogram. This rv lead was returned back to the laboratory. No additional adverse patient effects were reported.